Manufacturer narrative:
Date sent to the FDA: 12/04/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified additional h-3 summary: it was received for evaluation two opened boxes with eleven and thirty-five unopened samples of product code vcp442h lot qabbxqt0. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 12/04/2020.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: it was reported ¿that multiple needles from the same box detached from the suture¿ when did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? During procedure. How many devices were involved in this single procedure? Please clarify unk. Name of the procedure? Unk. Date the event occurred. Unk. What was the date of the initial procedure? Unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. There were no adverse patient consequences reported. No additional information was provided.